Event description:
Advocate states she opened 2 new cartons of contour test strips to use with the contour usb and found the cap open on the bottles of strips. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
Two bottles of the same lot# were returned to qa and gave results of "hi" and e11. The retention lot gave satisfactory performance.